Manufacturer narrative:
Investigation findings: the drill was received for evaluation and the reported problem was confirmed. The collet was noted to have excessive heat related to worn bearings. The customer will be contacted with additional information on care and handling of this device.

Event description:
It was reported that during use of this drill, it got hot and started chattering. The surgeon felt the heat and completed the surgery with another handpiece. There was no injury associated with this event.